Manufacturer narrative:
Reviews of the device history records and inspection records were performed and no similar concerns were found. One catheter was received for evaluation. The tubing had separated from the hub of the catheter. The strain relief was still attached to the hub. The strain relief was removed and a portion of tubing was found still attached to the hub, indicating proper assembly. The area of separation was reviewed under magnification and had a slightly jagged appearance. A definitive root cause could not be determined. However, based on the location of the breakage and the slightly jagged edge at the edge of the tubing, the issue was most likely the result of excess tensile force applied to the catheter. Some potential contributors include improper catheter securement, taping over the catheter tubing, and movement of the patient during insertion. The application of excess pressure could also cause catheter damage (for instance, if a syringe smaller than 5 ml is used, or flushing despite resistance), which could result in catheter breakage. Catheters undergo 100% inspection at various times during manufacturing. This not only includes visual inspections for damage, but leak and flow tests for all catheters. Catheters from each lot also undergo pull testing to ensure the ability of the catheter to endure normal use.

Event description:
Line found to be broken at the hub. Mom holding infant at the time. Line removed.